Event description:
The customer reported that the device would intermittently power on when the switch was in the off position.

Manufacturer narrative:
The customer reported that the device would intermittently power on when the switch was in the off position. The unit was received at philips and the symptom was verified. The energy select switch was replaced to resolve the issue.